Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that two left ventricular (lv) leads were attempted, not implanted. Each lead was attempted in two different veins and each resulted in no capture. An lv lead was not implanted. No patient complications have been reported as a result of this event.